Manufacturer narrative:
Mfg eval is in process and update to form 3500a will be submitted upon completion of eval.

Event description:
Remington medical, inc sales rep was contacted by (B)(6) mgr on (B)(4) 2011 and reported that the valve of the introducer became displaced when the dilator was removed from the sheath (prior to tear-away).